Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had a catheter when leaving the hosp after the implant of her scs system. The pt had no previous urinary issues. The pt had a f/u appointment on (B)(6) 2013 and failed the attempt to void. A foley catheter was placed again and the pt had a f/u appointment with a urologist. The pt also reported pain in the groin area since the implant date. It was reported the physician suspected the pain was related to the position on the surgical table during the procedure. Further f/u found the catheter was removed on (B)(6) 2013, and the pt was able to urinate on her own. The pt continued to have groin pain at the appointment and it was reported the physician was sending the pt for a doppler test to look for potential blood clots.